Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent additional surgeries on (B)(6) 2015 to remove infected mesh that was unincorporated, "complete removal of the infected residual mesh" during which "it was found that a fistula had been created between the bowel and the mesh resulting in an additional procedure to resect the mesh from the bowel" on (B)(6) 2015. The sample was not returned for evaluation and no medical records have been provided; however, fistula formation is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent an incisional hernia repair surgery for removal and repair of a fascial defect, during which the surgeon used a bard flat mesh, ¿bard mesh monofilament knitted polypropylene.¿ on (B)(6) 2015: the patient presented to the hospital for complaints of increasing pain, swelling and abdominal discomfort. It was determined that he had an abdominal wall abscess in the umbilical hernia sac for which he underwent surgery that day. It is alleged that during the surgery, it was postulated that a bacteria had seeded his mesh but only a portion of the infected mesh that underneath the abscess was removed because the rest of the mesh was so well incorporated that it could not be taken out. On (B)(6) 2015: it was determined that some of the residual mesh had become infected again and that the patient would need to undergo outpatient surgery that day. All of the infected mesh that was unincorporated was removed during this surgery and sent for cultures. As reported, the patient continued to experience debilitating pain and the cultures taken from the (B)(6) 2016 surgery showed the infection was antibiotic resistant. On (B)(6) 2015: the patient was admitted to the hospital for complete removal of the infected residual mesh. During the surgery it was found that a fistula had been created between the bowel and the mesh resulting in an additional procedure to resect the mesh from the bowel. Per the attorney, the operative notes state that it appeared that all of the underlay mesh had been removed but because it was so well incorporated it could not be determined if all of the mesh had actually been taken out. It is alleged the patient has never fully recovered from the surgeries, still experiencing increasing pain and discomfort and will likely undergo subsequent surgery (ies) in the future, has experienced and continues to experience significant physical pain and suffering, permanent injury and numerous corrective surgeries and hospitalizations due to the alleged "defective" mesh.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent an incisional hernia repair surgery for removal and repair of a fascial defect, during which the surgeon used a bard flat mesh, ¿bard mesh monofilament knitted polypropylene.¿ (B)(6) 2015: the patient presented to the hospital for complaints of increasing pain, swelling and abdominal discomfort. It was determined that he had an abdominal wall abscess in the umbilical hernia sac for which he underwent surgery that day. It is alleged that during the surgery, it was postulated that a bacteria had seeded his mesh but only a portion of the infected mesh that underneath the abscess was removed because the rest of the mesh was so well incorporated that it could not be taken out. (B)(6) 2015: it was determined that some of the residual mesh had become infected again and that the patient would need to undergo outpatient surgery that day. All of the infected mesh that was unincorporated was removed during this surgery and sent for cultures. As reported, the patient continued to experience debilitating pain and the cultures taken from the (B)(6) 2016 surgery showed the infection was antibiotic resistant. (B)(6) 2015: the patient was admitted to the hospital for complete removal of the infected residual mesh. During the surgery it was found that a fistula had been created between the bowel and the mesh resulting in an additional procedure to resect the mesh from the bowel. Per the attorney, the operative notes state that it appeared that all of the underlay mesh had been removed but because it was so well incorporated it could not be determined if all of the mesh had actually been taken out. It is alleged the patient has never fully recovered from the surgeries, still experiencing increasing pain and discomfort and will likely undergo subsequent surgery (ies) in the future, has experienced and continues to experience significant physical pain and suffering, permanent injury and numerous corrective surgeries and hospitalizations due to the alleged "defective" mesh. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿hernia sac was reduced. A bard flat mesh was used for repair and secured by sutures.¿ (B)(6) 2015 - patient was diagnosed with abscess, infection and abdominal pain thereby underwent repair with partial removal of mesh. Per operative notes, ¿nonadherent mesh which appeared to be grossly infected was excised. The remaining mesh which appeared to be subfascial was well incorporated to the surrounding structures. All necrotic tissue was debrided. (B)(6) 2015 - patient was diagnosed with infection thereby underwent open repair with removal of bard flat mesh. Per operative notes, ¿persistent draining sinus along the prior abdominal incision and chronic granulation tissue consistent with active inflammation were noted. All necrotic tissue was excised. All unincorporated mesh and prolene sutures were removed.¿ attorney alleges that the patient had abscess, bowel perforation, hernia recurrence, infection, mesh migration, pain and suffering.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent additional surgeries on (B)(6) 2015 to remove infected mesh that was unincorporated, "complete removal of the infected residual mesh" during which "it was found that a fistula had been created between the bowel and the mesh resulting in an additional procedure to resect the mesh from the bowel" on (B)(6) 2015. The sample was not returned for evaluation and no medical records have been provided; however, fistula formation is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct event & explant date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years and 7 months post implant of bard flat mesh, patient was diagnosed with infection, necrosis, abscesses, granuloma, mesh migration and abdominal pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists infection, migration and pain as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.